Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 517 mg/dl. Customer reported that retainer ring was no longer attached to the pump and had high blood glucose since the reservoir was unscrewed from the insulin pump. Customer declined to troubleshoot for high blood glucose. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.